Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that during an elective replacement procedure, when the device was removed from the pocket, the physician observed the header to be loose. When the physician wiggled the header, a gap was visible. The device tested within acceptable limits, with no report of inappropriate therapy delivered. No adverse patient effects were reported during the procedure. The device was expected to be returned for reliability analysis.